Event description:
A us distributor contacted zoll to report that a patient developed blisters irritation under the lifevest equipment. The patient described the area as blisters that started as a rash under the rear te pads. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed mutirocin cream and lidocaine topical ointment for the blisters. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.